Event description:
Additional information received noting that the inflammation is no longer there. Event occurred in the left eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of uveitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen®45 gts "presented with acute inflation" noted to be epi-scleral uveitis "that was not responsive to ofloxacin, prednisolone, ketorolac and moxifloxacin." The device was explanted; affected eye unknown. Additional treatment following explant is oral antibiotic moxifloxacin and the event has not yet resolved.